Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the recharger is not working and for a couple weeks now, it has gotten worse. The patient states it can take an hour to hour and a half to charge the implantable neurostimulator (ins), but today, they could not charge at all. They described seeing a poor communication screen. They stated the implantable neurostimulator (ins) was low yesterday when they started charging. Their settings are up so high that they have to charge daily. They did not have the programmer to troubleshoot with. They stated they did fall about 3 weeks ago on the left shoulder where the implant is and it may have jolted or something when they feel and the patient is wondering if that is related. This issue started after that fall. It was reviewed the ins may have gotten too low. The patient tried recharging again and described seeing charge ins screen. They are on the normal recharger screen, have coupling boxes, ins icon is blinking and they will continue charging. They were redirected to the healthcare provider (hcp) to discuss the fall.